Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized in (B)(6), and has not been using the insulin pump since. It was stated that the patient was in the hospital with the stomach flu and high blood glucose levels, which the patient stated were caused by bent cannulas. It was stated that the patient did not want to troubleshoot with or be transferred to the helpline, as she was waiting to hear from her hcp. Nothing further was reported.